Event description:
Device malfunction: mislabeling. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during the deployment of the herculink plus, it was noted that the balloon inflation chart accompanying the device had different inflation pressure and corresponding diameter values than the label on the package. The label chart stated 8 atm for nominal inflation pressure, but the accompanying chart listed 11 atm as the nominal value. The physician chose the higher value and completed the unspecified procedure. There were no adverse pt effects reported. No add'l info is available.

Manufacturer narrative:
It was reported that two different nominal pressures were listed (the label is printed with 8 atm for nominal pressure and the compliance chart was printed listing 11 atm nominal pressure). This has been identified as a mfg issue. There have been no other reports received for this issue. Internal corrective actions have been taken.